Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that she went swimming with the device on. Customer's blood glucose was 99 mg/dl. Customer mentioned there was water under the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.